Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One photo was received from the field showing the cobra-like deformation on the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 29 september 2025, a 28 mm amplatzer septal occluder was selected for implant using a 12 f amplatzer trevisio delivery system. During the procedure, the first disc of the occluder formed a cobra-like deformation upon initial deployment. The occluder continued to deform upon retrieval outside the patient and could not be used, as it was unable to regain its original shape. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 28 mm amplatzer septal occluder, and it proceeded smoothly without any adverse or delayed effects. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.